Event description:
The customer reported a touch screen that became unresponsive during treatment. There was no pt harm as a consequence of the reported event.

Manufacturer narrative:
There were no treatment data files related to the reported event available for review by the MFR. The reported condition can not be confirmed.